Manufacturer narrative:
(B)(4). The mitraclip remains in the anatomy. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). There was no reported device malfunction. A review of the device history record revealed no non-conformances for this lot that would have contributed to the reported event. The reported patient effects of death and worsening heart failure as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. Although a conclusive cause for the reported patient effects and its relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling.

Event description:
Subsequent to the initial MDR filed, additional information received: the study physician indicated the renal failure was unrelated to the device. The physician was unable to assess the relationship of congestive heart failure and death to the device. No additional information was provided.

Event description:
This report is conservatively submitted for congestive heart failure, renal dysfunction, pneumonia and death, occurring approximately 2 years post mitraclip implantation. The study physician was unable to assess the relationship of the events to the implanted device. It was reported that on (B)(6) 2012, the patient with degenerative mitral regurgitation underwent a procedure with placement of one mitraclip, reducing degenerative mitral regurgitation grade from 3 to 1. Echocardiogram done in 2013 showed the mitraclip was well attached to the leaflets and functioning as expected. On (B)(6) 2014, the patient was hospitalized with renal dysfunction, congestive heart failure and pneumonia. The subject died (B)(6) 2014 after becoming unresponsive subsequent to intravenous administration of pain medication. The study physician was unable to assess the relationship of the events to the implanted device. Additional information has not been provided.

Event description:
Subsequent to the initial report, the following information was received: the study physician determined that the congestive heart failure and death are unrelated to the study device or study procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Additional information was received from the physician indicating that the congestive heart failure and death were not related to the device or the procedure.